Event description:
A malfunction on the pump was reported, with the customer noting no notable events prior to the issue. The customer declined to provide information regarding any impact on their blood glucose levels. Technical support decided to replace the pump and provided the customer with instructions on managing the pump return process and setting up the replacement. The customer was informed they would receive a pump with updated software and was advised on the necessary steps to ensure uninterrupted insulin delivery, including using a multiple daily injection (mdi) backup therapy.